Event description:
During the procedure pulmonary vein (pva) and posterior wall (pw) ablations were performed, the posterior wall ablations are considered off label use as the farawave is only indicated for treatment of the pulmonary veins for paroxysmal atrial fibrillation. Ablations to the crista terminalis were performed with a non-(B)(6) catheter. It was noted that they had difficulty advancing a non-(B)(6) intracardiac echocardiography (ice) catheter through the patient's left femoral vasculature but were able to introduce it into the right atrium to assist with the transseptal puncture. Then a non- (B)(6) lasso mapping catheter was used to perform the post treatment mapping. Approximately 5 minutes into this 'post map' the patient began to lose pacing in the cs catheter and its dr pacemaker did not work as well. Ultimately the cause of the cardiac arrest was not determined at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).